Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the modular cable confirmed evidence of fluid ingress. The heartmate 3 modular cable was returned in used condition. The controller connector pins appeared unremarkable. Inspection of the inline connector pins revealed a small amount of debris around the edge of the connector nut, and evidence of fluid ingress around the pins. The returned modular cable was tested with the cable tester, and the cable failed the test. Due to the amount of fluid ingress inside the inline connector, the modular cable was not connected to a test system controller/test pump. The cable was measured with a multimeter and an insulation resistance tester. There was an electrical contact/electrical short between all the wires. The modular cable was dissected for visual inspection of each layer. The inner layers, including the electrical wires, appeared unremarkable. Driveline wire damage and evidence of fluid ingress were found in the evaluation of (B)(6). The observed wire damage and evidence of fluid ingress would also have contributed to the issues found during the evaluation of the modular cable. Lot/batch/serial was unavailable for device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication fault alarms, as well as the recommended actions associated with each. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication fault alarms, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The IFU and patient handbook also instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic due to a driveline communication fault alarm. The driveline communication fault alarm was cleared however returned shortly. The modular cable was recently exchanged (per-2025-0111861; (B)(6). The alarm would be silenced permanently. Cleaning of the pins on the pump connector side would be requested. It was additionally reported that during connector cleaning the driveline was found to have been repaired with rescue tape. After removal of the rescue tape, it became apparent that the outer sheath of the driveline was practically gone and the underlying kevlar layer was damaged. Furthermore, it was observed that the plastic sheath beneath the kevlar layer, which was normally clear, had turned brownish yellow, which could indicate moisture ingress. The driveline was re-wrapped with rescue tape from the abdominal exit point to the connector. Then the pump-side connector was cleaned according to abbott product service procedure. Log files were saved after the initial cleaning and analysis revealed that the fault persisted. The modular cable was replaced, and the pump-side connector was cleaned again. The fault persisted even after this cleaning. The patient was transplanted on (B)(6) 2026.